Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis within 90 days. It was also noted there has been a recent increase in shock impedance. Although the values are still within normal range, technical services recommended checking system placement and deepness of its components as this young patient has recently gained 20 kilograms (kg). No adverse patient effects were reported. This product remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis within 90 days. It was also noted there has been a recent increase in shock impedance. Although the values are still within normal range, technical services recommended checking system placement and deepness of its components as this young patient has recently gained 20 kilograms (kg). No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis within 90 days. It was also noted there has been a recent increase in shock impedance. Although the values are still within normal range, technical services recommended checking system placement and deepness of its components as this young patient has recently gained 20 kilograms (kg). No adverse patient effects were reported. This product remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis within 90 days. It was also noted there has been a recent increase in shock impedance. Although the values are still within normal range, technical services recommended checking system placement and deepness of its components as this young patient has recently gained 20 kilograms (kg). No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis within 90 days. It was also noted there has been a recent increase in shock impedance. Although the values are still within normal range, technical services recommended checking system placement and deepness of its components as this young patient has recently gained 20 kilograms (kg). No adverse patient effects were reported. This product remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.